Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence it was reported that about 2-3 weeks ago they started to develop symptoms of infection near ins site. Patient reported it feels like the device is popping out in a square shape and they have been to the ER twice, and they still have a hole in their skin where the ER staff cut the infection open. Patient also still has puss coming out everywhere. Ps asked the patient if it was an infection near the interstim implant or if the infection was surrounding the ins. Patient responded that the infection is on top of where the implant is. The patient noted that the ins was implanted lower than their previous interstim implant and has been painful for them. Their previous implant was more on the lower back, and the current one is on the upper buttock. The patient already finished one round of antibiotics and is in the process of taking a 2nd round. Patient recently moved from pa to ca and has a telehealth appointment scheduled with a new physician named (B)(6) on may 8th. The patient was not sure if this physician is familiar with interstim devices. Sent physician listings.